Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The manufacture date for this product is may 18, 2016.

Event description:
Boston scientific received information that the communicator emitted smoke after turning it on. Moreover, the call doctor icon was lit up. This communicator was out of service. No adverse patient effects were reported.